Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. Troubleshooting revealed that the customer had not given any boluses for two days. The insulin pump was programmed correctly and it passed the prime test as well as the self-test. The customer stated that she changed the infusion set two days prior to the hospitalization. In addition, there were no delivery alarms in the alarm history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.